Event description:
It was reported the trial patient normally used the bathroom 7 to 8 times a night, but was not able to go and did not go ¿at all¿ the night prior to the date of the report. The dial was up to 7 or 8 so the patient could feel stimulation. The patient began the trial the day prior. No further information was reported. Additional information could not be obtained as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. (B)(4).